Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter got stuck in stent. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was inserted into the blood vessel. The catheter was used to observe the implanted stent however, the opticross¿ imaging catheter got stuck on stent. The physician tried to retrieve the catheter by pulling the device out but failed. The physician change the bias in the current system and try to remove the catheter again but it failed. The proximal part of the catheter was cut and the inner core was remove, then bias was changed by inserting a guidewire inside the lumen. The physician was able to pull the catheter out smoothly. The procedure was completed with another of the same device . No patient complications were reported and patients' condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 75% to 95% stenosed target lesion was located at the left anterior descending (lad) artery.